Event description:
Case 1: during a groshong procedure, the dacron felt cuff which sustains placement of the catheter detached and became lodged in side the pt. An x-ray was unsuccessful in locating the object. Case 2: during a groshong procedure, it was noted that the catheter itselt, was misssing from groshong package contents. Co's investigation as follows: case 1: no product was returned for evaluation. The dacron cuff is designed to release from the catheter if traction on the catheter approaches its breaking point. These catheters are routinely removed by pulling on them, leaving the dacron cuff in the subcutaneous tunnel. The retained dacron cuff would only need to be removed through a small surgical incision if infection or cosmesis is a concern. Dacron cuffs would release from the catheter during the insertion procedure only if they were to "catch' when entering the tunnel and the catheter were pulled on with excessive force. Case 2: the missing catheter in the tray was confirmed and is an infrequent occurrence.